Event description:
Country of complaint: (B)(6). Description of incident: abdominoplasty. The scrub nurse ((B)(6)) opened the suture and this came immediately disassembled. This incident happened with several sutures from the same batch.

Manufacturer narrative:
No units of this product/batch in OEM stock. (B)(4) units of this product/batch were manufactured. No other complaints on file for this product/batch. Batch records were reviewed and no deviations were found. Samples received were subjected to armed resistance testing and the results fulfill OEM requirements; however, three of the units analyzed disassembled prior to analysis. Corrective action implementation at OEM.